Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue. This report is in response to an item from the FDA with report number: mw5170222.

Event description:
It was reported that the tip of the curette broke off and was removed from the patient after an x-ray confirmed it was initially left in the patient.